Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the angio-seal insertion sheath assembly was attempted to be inserted into the artery, however, the assembly was not inserted due to resistance. Manual compression was then applied to successfully achieve hemostasis. The procedure before deploying the device was coil embolization. A pre-deployment angiogram was not performed. The size of the sheath ancillary used was 8 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. There was no blood loss. There was no health damage to the patient. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3 and to provide the completed investigation. (B)(4). One 8fr angio-seal sts plus was returned for evaluation. One unused and unpacked carrier tube assembly, aluminum foil pouch and an arteriotomy locator mated with the hemostasis sheath. Visual inspection revealed that the mated assembly was twisted and bent. The sheath was examined under microscopy and no damages of deformation to the material were noted. The mated assembly was then tested for flexibility using a tortuosity device which flexed the sheath to 90 and 180 degrees. There were no kinks or bends and the device traversed the canal of the device without any anomalies. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the insertion difficulties led to withdrawal of the locator and the sheath and caused their respective curvatures upon receipt. There were no material anomalies on the sheath. However, the exact cause of the reported event cannot be definitively determined based on the available information.